Manufacturer narrative:
H6: device evaluation: lens was returned dry in a microcentrifuge vial. Visual inspection found a torn haptic. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens -16.00/1.0/095 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for shorter length lens due to excessive vault and significant reduction of iridocorneal angles and the problem resolved. In the reporters opinion the cause of the event was the device.

Manufacturer narrative:
Claim# (B)(4).